Event description:
The customer claimed that the bed required servicing and that they failed to raise the head section (backrest). The bed was in use for the patient's treatment at that time. No injury was claimed. During inspection it was found that the backrest hinges were broken and the bed gas spring was not working. The technician replaced the damaged parts and the bed operated correctly.

Manufacturer narrative:
The investigation performed by the manufacturer revealed two possible causes of the hinges failure: 1) hinge casting class not followed by the supplier. This may have influence of hinge breakage and faster fatigue. 2) or that the backrest section was lifted without noticing that the backrest was blocked by an obstacle (windowsill, the room's equipment). The circumstances in which the bed got damaged are not known. The bed was manufactured on 2017, before the engineering change of the screw used for hinge assembly was implemented. Review of the service records did not show any hinges replacement. Based on provided information, we could not confirm any of the hypotheses. The instructions for use (830.213-en rev.13) ¿ see attached files - delivers crucial information and warnings about proper usage of the equipment, including: ¿when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other obstacles do not restrict its movement¿. "To avoid potential damage or injury, do not leave oxygen bottle or any other obstacles under the bed frame while operated." To sum up, arjo device failed to meet its specification since bed got damaged. The bed was used by a patient during the event. This complaint was assessed as reportable due to an allegation of backrest hinges failure during use with patient.